Event description:
Procedure: cardiac surgery/acute aortic dissection on (B)(6) 2012. According to the reporter: during the procedure, the needle was detached from the suture and fell onto the pericardium. Due to the patient condition, surgeon had to complete the procedure at the earliest and did not remove the needle from the patient at that time as it will cause cardiac arrest. Surgery time was extended by 30 min or more. On (B)(6) 2012, the patient experienced debridement of mediastinum (infection) and a second operation was performed. Surgeon also took out the fallen needle during the procedure. On (B)(6) 2012, patient had mydriasis (is a dilation of the pupil) and the preliminary diagnostic was cerebral hemorrhage. Patient was referred to a neurosurgeon. On (B)(6) 2012, the patient expired due to cerebral hemorrhage. Additional information was requested from the hospital; the reporter informed us that no further information will be released.

Manufacturer narrative:
(B)(4).